Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that no sounds were coming through on any alarms on a newly set up overview station. The device was in use on a patient. There was no report of patient or user harm.